Event description:
Follow up with the nurse stated that the patient expired at the clinic today. The cause of death was not documented, but the nurse did indicate that the patient had a history of cardiac issues. Global pharmacovigilance obtained additional information from the nurse. The patient's peritoneum was empty of solution at the time of the visit, therefore she required a fill of 1l of dianeal pd4 ultrabag in order to obtain an effluent sample for laboratory testing to rule out infection. The dose was to be instilled over one hour. The product was clear and had not reached its expiration date. During the fill, the patient experienced a cardiac arrest. Dianeal pd4 ultrabag was discontinued following the onset of the cardiac arrest and the patient had not received the entire 1l dose. Emergency services were summoned and the patient was pronounced dead in the emergency room. The pd effluent was never analyzed. The event of abdominal pain had not resolved at the time of death. This follow up information was medically assessed and remained to be not an MDR reportable death/serious injury event.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 was not confirmed due to unavailable sample. A sample evaluation was not performed due to unavailable sample. A batch review was not performed due to unknown lot number. The results of a label review revealed that patients are instructed on how to emergency disconnect for a short period of time. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The sample was discarded and the lot number is unknown. Should additional information become available, a follow up MDR will be submitted.

Event description:
A customer contacted baxter's global technical service center to report a system error (se) 2240 alarm (indicating air) on the homechoice(hc) device during drain 1 of 6. The homepatient (hp) had disconnected and reconnected after the alarm occurred. The technical service representative (tsr) reviewed proper disconnect procedures and had the hp start over with new supplies and notify the nurse (rn).